Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12937. It was reported that prior to a generator exchange procedure, atrial and right ventricular lead noise episodes were observed. During procedure a insulation breach was discovered on the atrial lead. No lead revision was performed at the physician's request. There were no patient consequences.